Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation shows that the complaint is confirmed. The clamp was returned with the IFU manual, it had up and down movement in the lock, the disk ratchet is ratcheting in the unlocked position, and the index knob is cracked. Since it was reported that there was possible patient injury, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the findings of the service team that the lock had movement in the locked position, and the unit had signs of wear. . No additional device deficiencies were noted. To resolve the issue, the index knob, disk ratchet, retaining ring, screw, nut, washer and wave spring will be replaced. Root cause - the complaint is confirmed via inspection of the unit. The index knob is cracked and allows the disk ratchet to move while in the locked position. The probable root cause is rough handling of the unit. Additionally, improper or suboptimal placement of the unit can contribute to movement or slippage of the patient's head. No further corrective action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the rocker arm of the mayfield composite series skull clamp (a3059) would not lock when pressure is applied. This was discovered when trying to pin the patient. It was further reported that the clamp was involved in a slippage with possible patient injury; however, it is not clear if an injury occurred. No additional information has been provided, despite our attempts.